Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegations were not confirmed. Based on the results of the investigation, the root causes could not be identified. The customer was advised by the technical assistance center to clean the video socket on the clv-190 in addition to the electrical contacts on the scope. The customer stated that the errors were no longer occurring and added that he would contact olympus if any further issues occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer cleaned the contacts on the scope and power cycled the evis exera iii video system center tower. The error codes then had gone away, and customer continued to use the equipment with no further issues reported. The customer was advised to also clean the video socket on the evis exera iii xenon light source. Several attempts to obtain additional information were made however a response was not received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center encountered error e315 (electrical continuity error) and error b30 (communication error). The intended procedure was diagnostic. There were no reports of patient harm.